Manufacturer narrative:
The device was returned for evaluation. The device history record (DHR) review showed no abnormalities related to the reported failure. The reported complaint was confirmed via inspection of the unit. It was noted that the base handle was closed without the 6in transitional and a deformed hole was observed. This caused the shock cushion to move forward, and prevented the insertion of 6in transitional. The transitional was observed to have scoring on the dongle. Unit missing adjustment wrench. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. (B)(4).

Event description:
A customer reported that the cam rod and lever of the a2101 mayfield ultra base unit would not accept transitional member. There was no known patient involvement or delay in surgery.